Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with s321 (motor error-pmc, left) and s333 (overtemperature-pmc, left) malfunction alarm codes. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility s321 (motor error-pmc, left) and s333 (overtemperature-pmc, left) malfunction alarm codes were noted in the device history log. No additional information was provided.